Event description:
Customer reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer planned to switch to multiple daily injections as a backup insulin therapy.